Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 02/2027) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a surgical graft placement procedure, after sterilization, some materials were allegedly found to be dissolved from the set. There was no reported patient injury.

Event description:
It was reported that during a surgical graft placement procedure, after sterilization, some materials were allegedly found to be dissolved from the set. It was further reported that they saw black particles on the graft prothesis after they put it inside the tunneler. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one complete pv sheath tunneler set was received for evaluation. Upon visual evaluation, all components of the kit appeared to be present. The samples appeared to be clean. Therefore, the investigation is unconfirmed for the reported device contamination with chemical or other material and material erosion as all kit components were present and all appeared to be clean. A definitive root cause for the alleged device contamination with chemical or other material and material erosion could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: d2b (mzy; kct), d4 (unique identifier (UDI) #), h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.